Manufacturer narrative:
An investigation was performed on the reagent kit lot and no product problem was identified. Based on the information and data provided and the investigation performed there is no indication the product is not functioning as intended. The complaint allegation was not observed. The patient¿s sample was indicative of sample at the limit of detection (lod). Cn- 627923.

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. The customer alleged discrepant results generated for the kit cobas 6800/8800 sars-cov-2/flu 384t. A customer from latvia alleged that they received potential false positive results for a patient¿s sample tested using the cobas sars-cov-2 & influenza a/b assay analyzed on the cobas® 6800/8800 system. The customer reported that they observed a influenza b positive result for a patient¿s sample. The patient¿s same sample was repeat tested on other non-roche platforms (test instruments not provided) that also generated influenza b positive results. No patient details were made available, and no harm or injury was indicated. The investigation to assess the customer allegation has not yet been completed.

Manufacturer narrative:
Investigation is ongoing. A follow-up report will be filed upon the completion of the investigation. (B)(4).